Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +22.5d) was implanted during primary cataract surgery on (B)(6) 2024. During the postoperative period, the lal+ was observed to be decentered. On (B)(6) 2024, a secondary procedure to reposition the lal+ was performed.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).